Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a loss of therapy, and stated "its not as good as the trial was". The patient clarified that she did not turn stimulation on until this time, which was about a week after the implant ((B)(6) 2018) and found that it wasn¿t helping her symptoms. The patient reported that the pain that was present at the implant site following the implant, has gone away. The patient noted that she was on painkillers for that first week after the implant. The patient was on program 1 at 0.55v and increased to 0.7v during the call and felt stimulation at this level. The patient reported that the nurse at the doctor¿s office told her "3 of the programs aren¿t working¿, she said that she ¿couldn¿t get them to come u p on the screen". The nurse said this about a week after the implant ((B)(6) 2018). The patient confirmed that their stim is on and that she is going to try this new setting. No further complications were anticipated/reported.